Manufacturer narrative:
The reported complaint indicated that the balloon was leaking during prep and the device was not deployed. However, the device was returned with advancer tube deployed and engaged to the tamp lock. Sealant was not returned with the device. The shuttle cartridge was engaged to the handle with the sealant sleeve pulled back against the proximal end of the shuttle. The returned device does not match the reported complaint. The condition of the returned device appears to have been manipulated at the site. An attempt to inflate the balloon form the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a micro tear on the balloon, approximately 3 mm from the balloon proximal tip. The review of the lhr (lot f1334410) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
The following information was reported by aci sales representative; "noticed balloon was leaking during device prep so did not deploy. Opened different mx6721 and deployed successfully." The patient was not hospitalized.